Manufacturer narrative:
From: patient results run in primary mode were considered correct. Patient results are provided. T: patient results run in primary mode were considered correct. Patients two and three's results are provided. Patient ones results were not provided. Remove patient one's results. Addition: health professional.

Manufacturer narrative:
Patient samples were collected in edta vacutainer collection tubes. Qc was run prior to, but not after the reported event and was recovering within qc specifications. A bci field service engineer (fse) removed and cleaned the bsv assembly. The square shaft and bsv notches had isoton debris (buildup). Bsv knob spring was found broken and a new knob spring was ordered and installed. Fse verified the repair and validated the instrument. The root cause for the erroneous cbc results can be attributed to the broken bsv knob spring which in turn caused isoton debris to form on the bsv shaft & assembly affecting secondary sample dilutions.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rbc, hgb & hct and low wbc & plt results on three patient specimens run in the manual mode generated by the coulter hmx hematology analyzer with autoloader. One erroneous result was reported out of the laboratory and questioned by the doctor or a nurse. Patient results run in primary mode were considered correct. No death, injury or change to patient treatment associated with this event.

Event description:
Patient results run in primary mode were considered correct. Patients two and three's results are provided. Patient one's results were not provided. Patient results run in primary mode were considered correct. Patient results are provided. Patient results run in primary mode were considered correct. Patients two and three's results are provided. Patient one's results were not provided.